Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level found that the fracture occurred at the very tip of the pedicle probe¿s shaft. A fracture analysis report was conducted on the returned device. The fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting that the probe tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the pedicle probe¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the probe tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was determined that during surgery nurse noticed a piece was missing from the pedicle probe. Patient consequence? :no. Action taken for procedure:another tray was opened. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.